Manufacturer narrative:
A ge service rep performed an on site investigation. The battery and high voltage cable need to be replaced. No conclusion can be drawn as repair info is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a filament regulator error message during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.